Manufacturer narrative:
He customer complaint was confirmed. The root cause of this failure was identified. No device will be returned per customer.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. There was no patient harm. The issue was noted prior to patient use.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement .